Manufacturer narrative:
Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a polypectomy procedure on the ascending colon, the physician had difficulty opening the jaws. No patient consequences were reported and no device will be returned.